Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was unable to reproduce the reported issue. The isi fse moved the remote arm controller (rac) and surgeon backplane (sbp) low voltage differential signaling (lvds) cable while the system was running, and the reported error did not reappear. The isi fse opted to replace the surgeon side console (ssc) armrest harness, remote arm controller (rac) board, and master tool manipulator (mtm) due to error 25553. The isi fse observed that the mtm finger clutch rubber was damaged. The system was tested and verified as ready for use. Isi received the mtm and completed the failure analysis investigation. The unit was tested on the in-house system and did not trigger any errors and did not have any issues. Isi has not received the rac board for the failure analysis. A supplemental MDR will be submitted if any additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, there was a non-recoverable system prompt for error 25553 that occurred. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical service engineer (tse). The reported complaint remained after the customer was advised by the isi tse to perform a hard power cycle on the surgeon side console (ssc). The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up and obtained the following additional information: it was clarified that during the sacrocolpopexy surgical procedure, the surgeon elected to convert to laparoscopic due to a system prompt of error 25553 occurring and being unable to recover after a hard power cycle was performed on the surgeon side console (ssc). The conversion did not result in an increase in port size incision or the addition of additional ports. The patient tolerated the conversion.